Manufacturer narrative:
The event description stated that the distal nylon coil unraveled from the shaft. A manufacturing record review was completed and zero nonconformances were found. The returned product evaluation confirmed that the coil was unraveled from the shaft and no pieces were missing. This damage is consistent with the catheter interacting with a tortuous environment. The most likely root cause is damage during use. The distal nylon coil was broken and unraveled but remained intact and attached to the shaft. The distal tip had "sanding" marks around it which is consistent with rotating against calcification.

Event description:
The entire spiral is unraveled from the catheter, but connected at the distal end. Case was extremely challenging, spiral was used in rca antegrade and the doctor did not notice any issue until he tried to use it a second time and noticed the spiral coming off before he put it back in the patient. At that point, he decided not to use it again. The nylon spiral did not detach from the device, it was unwound but still attached, and was not left in the patient. As a result, no procedure needed to remove anything.